Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to loosening.

Manufacturer narrative:
The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows clear signs of loosening with radiolucence and smaller cavities specifically around the dorsal part of the implant. There is no clear sign of migration. The pe cannot be assessed directly with the CT scan, but there is no indirect sign of loosening or migration. The talar component shows mild radiolucence around the peg and neither loosening or migration can be confirmed with the CT scan only. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and smaller cavities around the dorsal part of the implant and as no user or device related issue can be identified, a patient related factor has to be assumed as the underlying cause. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component due to loosening.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.